Event description:
The customer reported that there was a speaker malfunction with no sound. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported. The remote service engineer determined that the speaker was faulty. The customer was provided with a replacement speaker to resolve the issue.

Manufacturer narrative:
Reporting institution phone # (B)(6). Reporter's phone # (B)(6).